Event description:
A customer reported a malfunction with their insulin pump, noting that a previous malfunction had occurred right before this issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued. Technical support confirmed that a replacement pump with updated software would be sent to the customer, provided instructions on storing the current pump, and arranged for its return. The customer understood and acknowledged all instructions given by technical support.